Event description:
It was reported that during photovaporization of the prostate (pvp), the end of the fiber became loose after 34,654 joules and 5 minutes with 4 seconds of fiber use. The medical device was changed to continue with the procedure. There were no patient clinical consequences.

Event description:
It was reported that during photovaporization of the prostate (pvp), the end of the fiber became loose after 34,654 joules and 5 minutes with 4 seconds of fiber use. The medical device was changed to continue with the procedure. It was noted that the flow valve was opened and fluid was observed to be flowing out of the metal cap window as intended. The saline solution was positioned at least 106 cm to avoid fluid decrease out of the metal cap. The physician exercise care not to bury the tip of the fiber into the tissue. The procedure was completed successfully without patient clinical consequences.

Manufacturer narrative:
B5 event description updated. Investigation summary: based on the information available, the cause that contributed to the reported fiber end loose allegation cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. In addition, the IFU indicates the following: caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.